Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing tissue issues around her ipg site. The pt's physician is planning on explanting the pt's scs system and replacing it with another MFR's system at a later date in order to prevent an infection from developing.

Event description:
Additional information received indicates that the patient¿s ipg was explanted in 2013 at an unknown date and replaced with a competitor¿s device. The patient reported that the device was "crumbling".